Event description:
Information received by medtronic indicated that the insulin pump had pump error during rewind. It was reported that the customer was able to clear the alarm and was able to complete pump rewind. It was reported that the self test was performed and passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for pump error found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No pump error alarm noted during testing. However, pump error confirmed in the pump history files on (B)(6) 2021 at 9:23am, 9:25am, 10:39am, 1:30pm, and at 8:11pm. During visual inspection, no loose or disconnected motor flex connector noted on j5 at electrical board 1. Pump was cut open to perform visual inspection and found moisture damage on motor. The motor was tested outside of the device and passed. P-cap/reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked retainer ring. Pump error 130 confirmed in the pump history for multiple occurrences on (B)(6) 2021 due to corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.